Event description:
Doctor noted, that the patient showed up in the ER over on (B)(6) 2020. Interrogation showed episodes of vt. Doctor commented, how they have been monitoring this patient years. And at this point they ares condition for questioning if lv pacing could possibly be contributing to the arrhythmia. Doctor noted, are going to program the device to pace rv only. And will be monitoring the patient monthly to see if there is a reduction in the frequency of vt. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).